Manufacturer narrative:
The door winch assembly was returned to the manufacturer for evaluation. Testing found that the nut was removed from the end of the motor shaft and the gear was missing teeth.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. A medtronic representative went to the site to test the equipment. Testing revealed that a gear was broken off winch assembly and dingus pins misaligned with rotor spacer. Winch assembly replaced and rotor realigned. Systems checkout was performed and system was functioning as intended.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the site attempted to open the door and it would not open. They then attempted to manually open the door without success.